Manufacturer narrative:
The product is not expected to be returned for evaluation. The customer indicated they could not send sample as it was contaminated with blood and was discarded. A supplemental report will be submitted after the details of the event have been clarified.

Event description:
The report stated that the "tubing becomes disconnected at site of stopcock closest to patient. Connections were all checked approx 6 hours before. Unable to make this connection very tight." The reporter hypothesized "had this not been caught almost immediately, pt could have easily bled a large volume." Efforts to clarify the complaint are underway.